Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2020; 4968-35 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and left ventricular (lv) lead exhibited noise. The rv lead was capped and replaced. The lv lead was capped. No patient complications have been reported as a result of this event.